Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.